Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the therapy cable used with the device was damaged. It was noted that the sheathing over the wiring had receded and that the wire itself was broken. The therapy cable was over three years old at the time of the noted failure. There was no reported patient or user involvement and no adverse patient/user impact.